Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found a torn tube at the rinse unit and repaired and reattached it. The fse also adjusted the rinse units' liquid levels. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c501 module. On (B)(6) 2024 (estimated date), sample 1 had an initial result of 165 mmol/l. The sample was repeated and the result was around 154 mmol/l. The exact date of testing of sample 1 was not provided. On (B)(6) 2024, sample 2 had an initial result of 164 mmol/l. The sample was repeated and the result was 132 mmol/l. The sample was also repeated on a c311 analyzer and the result was 136 mmol/l.